Event description:
The following was reported: optical breakage during the itv. The surgery had to be postponed and a prolonged hospitalization was required. Therefore, the case is deemed reportable.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not returned at the time of MDR submission. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Additional information is provided in section d9 to reflect that the product was returned for evaluation. The investigation is not completed yet. The investigation results are pending. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Device evaluation: during the technical inspection of the returned device, the error description provided by the customer, "optical breakage", could be confirmed. The examined optics show a fracture in the area where the shaft connects to the base housing, which was caused by mechanical overload. Optical components such as glass rod lenses and spacer elements have been ejected from the system tube because of the fracture. In addition, the shaft shows impact marks at the distal end. The distal solder joint has been chemically corroded. The damage found is not attributable to a manufacturing/production defect. The optics were mechanically overloaded, which led to their failure. The event is filed under internal karl storz complaint ID: (B)(4).